Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of high blood glucose readings from the reservoir. The customer's blood glucose reading was 31.2 mmol/l. The customer stated that the drive support appeared to be normal. The customer stated that insulin did exit the tubing. The customer was advised of possible causes of high blood glucose readings. The customer will be sent a clamp for hp test.